Event description:
It was reported that during a laryngeal procedure using a procise lw wand, when the wand was removed from the package the screen was missing from the wand tip. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.